Manufacturer narrative:
(B)(6).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 170 mg/dl (advantage) and 86 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.